Manufacturer narrative:
(B)(4). Concomitant products: part: 00615406232 name: constrained liner - 10 degree oblique face 32 mm i.d. For use with 62 mm o.d. Shell with constraining ring, lot: 63258387 foreign -(B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the head and ring show dings while the liner exhibits damage. Dimensional analysis of the head found no deviations from the print specifications. Impingement witness marks on the constraining ring were noted. Also, it was noted that the patient was involved in a trauma which may have led to the impingement marks. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Investigation results concluded the most likely root cause of the event is a reported trauma causing the dislocation of the femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-00874.

Event description:
Patient underwent a right hip revision procedure approximately three (3) months post-implantation due to dislocation as a result of trauma.